Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 11/30/2022, it was reported by a sales representative via phone that an ar-1588btb btb tightrope suture broke during tensioning. This was discovered during an acrl procedure on (B)(6) 2022. Case was completed by removing all broken fragments and using another ar-1588btb btb tightrope.